Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was becoming untouchably hot. The patient indicated that the house was struck by lightning about two months ago. It was stated that the remote monitor was being unplugged every time the patient was leaving the house because of fear that the remote monitor was too hot. The caller was advised to unplug the remote monitor completely and set aside. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: model: 24950k, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no complaint failure found on the monitor. Found error code (B)(4) in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.